Event description:
It was reported that the customer dropped her insulin pump. The right side of the insulin pump was exposed. The customer was not using her insulin pump. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was received with protruded/loose drive support disk, cracked end cap, missing end cap sticker, minor scratched lcd window, cracked battery tube threads, and broken reservoir tube lip.